Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecology procedure, the device was difficult to unload and the needle broke in both devices. Replaced by another device to complete the case. No patient injury.